Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient had 20/30 vision and glistenings were noticed in the iol. The patient took oral vitamin c for two months and the glistenings decreased by thirty percent, while the patient's vision improved to 20/20-. Additional info was requested.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional info by phone, fax and mail. A completed questionaire has not been received. (B)(4).